Event description:
A pump alarm was reported, specifically alarm 20, causing disruption during the pumping process. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge, but the issue persisted. As a result, technical support arranged for a replacement pump and instructed the customer to use multiple daily injections as a backup therapy. The customer was also guided on how to put the pump into storage mode and return it with a pre-paid label.